Manufacturer narrative:
Based on the quality inspection, the trigger was deformed, causing the run-on.

Event description:
It was reported that the device was sent in for repair. During testing, the device began to run on its own. This did not occur during a procedure, so there was no patient involvement. There were no allegations of adverse consequences associated with this event.